Manufacturer narrative:
The display was blank due to corrosion inside the battery tube and battery cap.

Event description:
It was reported that the insulin pump shut down. Nothing further was reported.